Manufacturer narrative:
The reporting facility did not provide a contact name. The reporting facility phone number is: (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred when using the artis icono floor system. The registered name changed during the patient examination. The patient name changed to a different name resulting in some images being filed under the wrong patient. The issue was recognized by the customer and was corrected before the images were sent to picture archiving and communication system (pacs). Siemens is unaware of any adverse effect to the patient's health due to this issue. Detailed clarification of the event are being investigated, therefore, this report is being submitted with an abundance of caution. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. According to the investigation, the customer was examining a patient with the artis icono floor and the system was functioning properly. Before the examination was completed, a second patient, from the previous friday, was reopened from the sensis (different, data-linked system). Unfortunately, the operator working at the artis icono floor did not notice this at first and mistakenly continued his examination in the second opened patient. When he realized that he had finished the examination in the wrong patient, he initially thought that it was a system error, however, this was not the case. Both the service intervention on site and the detailed examination at the factory were able to clarify the facts. Our customer service team has already provided the customer with the necessary information and instructions on site to prevent such problems from occurring in the future. A possible malfunction of the system could not be determined by the examination. The system works as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.